Event description:
Balloon pump malfunction and balloon deflated; pa (physician assistant) at bedside and balloon pump/sheath removed. Femostop placed; no air inflated due to no bleeding at site; hematoma remains stable. Right femoral arterial line placed. Continues to ooze/bleed from right femoral central line.